Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the snare loop would not retract inside the patient's colon; therefore, the procedure was completed with biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine" following the procedure.

Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, the snare loop would not retract inside the patient's colon; therefore, the procedure was completed with biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine" following the procedure.

Manufacturer narrative:
Visual evaluation of the returned device found the handle cannula detached, which prevented subsequent functional testing. No other visible issues were noted; the cautery pin was inspected and found to be within specifications. The complaint was confirmed; the detached handle cannula prevented device actuation. The most probable root cause of this event is manufacturing, as it was determined that the handle and the handle cannula were not properly connected during the assembly process. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years.(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.